Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly power off in between defibrillation. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient-related. However; there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue logged in the device¿s memory. Stryker replaced the device's power pcb, battery wire harness, and battery pins as a preventative measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly power off in between defibrillation. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient-related; however, there was no adverse event reported.